Event description:
Patient reported "deflation" against right device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crack, white particle inside the device . Leak test was performed, and no leak was found . A microscopic analysis was performed which no identify crack on diaphragm valve however no leakage. No openings were found in the device. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crack opening on diaphragm valve due to cracked valve seat diaphragm valve, however no leakage. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
The device has been explanted.